Event description:
Follow up. Pt is currently in the hospital and was admitted due to a double pump malfunction (previously reported, no new info). Date of admission or current length of stay is unknown. Pt reports experiencing some dizziness and lightheadedness. Md is aware. Pt confirmed that they have been titrated back up to their previous dose of 28.69ng/kg/min. No further info, details, or dates available. Sq remunity self-fill pt. Pt started using remunity device (B)(6) 2023. Reported to (B)(6) by pt/caregiver. Ref report: mw5161082.